Event description:
It was reported to adac that when acquisition is started using learn mode, detector head may radius out to its maximum. This could potentially cause an injury if the user tries to adjust the head manually. No injuries associated with this report.